Event description:
It was reported that the patient underwent a full revision of generator and lead. The surgeon indicated that the patient's lead was replaced because high impedance was detected. No additional relevant information has been received to date. The suspect product has not been received by the manufacturing facility to date.